Event description:
I had the essure implants placed (B)(6) 2012. I was always healthy until that point. Since that time, I had suffered terribly with increased migraines, severe pelvic pain, fatigue, joint pain, weight gain, heavy bleeding, uterine fibroids, ovarian cysts and have been diagnosed with an autoimmune disease.